Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported that the pt had a bump at the back of the cervical lead incision site since implantation in (B)(6), 2009. The health care provider (hcp) took cultures and found the bump to be "inflammatory." The pt planned to follow up with her hcp regarding allergy testing. Additional info has been requested. A follow-up report will be sent if additional info becomes available.